Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a 87-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The impella cp fourteen (14) french (fr) peel away sheath was placed over the device stiff wire. The impella was inserted over the wire. A twenty-three-centimeter peel away sheath was inserted, but it was noted that the sheath had difficulty passing through the tortuous anatomy. While removing the dilator, the peel-away was identified to have a small kink and an abrupt turn at the bifurcation of the common iliacs. The impella was inserted over a 0.018 wire via the left ventricle. However, the device did not pass through the valve on the 14 french sheath. The sheath was upsized to a sixteen (16) french, thirty-three (33) centimeter dry seal gore sheath and the device past through the vasculature with ease. The right femoral artery was accessed for percutaneous coronary intervention (pci). However, when the guidewire was inserted, it was observed that the medical professional was unable to cannulate due to the presence of the 33-centimeter 16 french sheath. The right radial approach (rra) was accessed for pci and the technique was performed. Hypotensive events throughout pci, but the patient recovered well on impella support. The 16 fr gore sheath was removed, the device was explanted, re-close technique was utilized, and the patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.